Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2009, during a revision surgery, a new lead was placed in the thoracic area for bilateral leg and lower back pain. The doctor used the patient's MRI and reviewed a CT with the patient's previous lead implanted to confirm the patient's space. The implantation procedure was uneventful. Lead impedances were normal. During post-op programming the patient complained of incisional pain but otherwise was doing well and had good stimulation. On 01/15/2010, the rep spoke with the doctor and was informed that approximately 3-4 days post-op, the patient experienced a deficit in the lower extremities. The entire scs system was removed. During removal the physician discovered a hematoma, which was removed. As of (B) (6) 2010, the patient is paralyzed from the waist down, but has some movement in his feet. The patient is still in a rehab facility.